Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root casue device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's hearing performance with the device is affected. She attended a fitting appointment because she was not able to hear for a week. Reportedly, before the recipient lost all sound there were some intermittencies. Previously, the recipient had a good performance. Reimplantation is considered, but no date for the surgery has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. She attended a fitting appointment because she was not able to hear for a week. Reportedly, before the user lost all sound there were some intermittencies. Previously, the user had a good performance. No impact had happened over the implant. Reimplantation is considered, but no date for the surgery has been scheduled yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications due to a loss of hermeticity at the housing header assembly through micro-leaks. The problems described in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient's hearing performance with the device is affected. The user has been re-implanted.